Event description:
Medtronic catheter passed into the intrathecal space but did not advance very far. Catheter rotated in an attempt to advance catheter. At this time it was noted that the titanium button, normally located at the tip of the catheter, was no longer in place. The catheter was gently removed. Fluoroscopy determined that the titanium button remained in the intrathecal space (l3 & l4). A second catheter was placed without difficulty at t12-l1.